Event description:
A report was rec'd that a pt underwent a lead revision procedure due to discomfort at the lead site. During the procedure, the leads were moved to a more comfortable position. The pt is reportedly doing well following the revision procedure.